Manufacturer narrative:
Investigation summary: visual inspection revealed no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of air in the sheath was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded because the device passed all testing during investigation and showed no sign of a leak.

Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, when the faradrive was into the patient's left atrium, the dilatator and guidewire were removed. During insertion of the farawave catheter, lot of micro bubbles appeared. Physician aspirated 3 syringes, but bubbles were still present in the irrigation port and sheath. The sheath was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure a faradrive was selected for use. During procedure, when the faradrive was into the patient's left atrium, the dilatator and guidewire were removed. During insertion of the farawave catheter, lot of micro bubbles appeared. Physician aspirated 3 syringes, but bubbles were still present in the irrigation port and sheath. The sheath was replaced, and the procedure was completed without patient complications.